Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient experienced glare and color not vivid, halos and blurry vision. The lens was explanted and exchanged with another company lens. Clinical reason for the explant is iol complication. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).